Manufacturer narrative:
Sensor 0m000g44kew has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified high reading issue with the freestyle libre sensor. The customer was weak, sweating, and faint, and reported a capillary result of 20 mg/dl. The customer required treatment of jam by her daughter. The customer reported a comparison of 70 mg/dl from built-in meter and 190 mg/dl scan, from unspecified time on date of event. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified high reading issue with the freestyle libre sensor. The customer was weak, sweating, and faint, and reported a capillary result of 20 mg/dl. The customer required treatment of jam by her daughter. The customer reported a comparison of 70 mg/dl from built-in meter and 190 mg/dl scan, from unspecified time on date of event. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.